Manufacturer narrative:
H3, h6: the device was not returned for evaluation. Documentation review: insufficient information has been provided to identify the device therefore a review of the associated manufacturing records could not be conducted. Historical complaint and escalation review has revealed no other case of this nature and no open or closed escalation actions. The "IFU" instruction for use, for the renasys-f foam and renasys-g gauze, ¿dressing kits with soft port are intended to be used in conjunction with smith & nephew negative pressure wound therapy (npwt) systems. In addition, carefully monitoring patients for signs of bleeding, which may lead to interruption in therapy and hemodynamic instability. If such symptoms are observed, immediately discontinue therapy, respond appropriately to control bleeding, and contact the treating clinician. The risk management documentation for renasys has been reviewed to assess whether the alleged failure and associated harm has been anticipated. Use of incorrect products is anticipated, (use of components that have not been authorised for use; use of incompatible accessories). Potential harms listed are maceration, local infection, delayed wound healing. The risk file will be updated to include ¿moderate bleeding¿ & ¿stage 2 pressure ulcer¿ as a foreseeable harms. Medical review: based on the limited documentation provided, no clinical factors have been concluded to have contributed to the reported mechanical issues of the device; however, it was reported that the npwt was moving fluid through the tubing when the therapy had not been started/no home screen access and the canister was noted to have 300-400ml bright red blood. The current patient health status and any interventions required/provided due to the reported events are unknown, as well as if the device-specific clinician user manual and/or IFU were adhered to. The patient impact included the reported signs/symptoms (indurated erythemic painful area proximal to the open incision) with bright red blood loss in the canister. Impact beyond those which were reported could not be determined. No further medical assessment can be rendered at this time. The probable cause remains unknown, factors include the user not able to effectively troubleshoot battery alarms, resulting in loss of therapy. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that during npwt, an unkn renasys did not turn on after being charged. After the unit was re plugged in and attempted to reset the power button, the display read critical battery shutdown and the home screen was not accessible however, the green light was on. It was reset again and when the screen came on, the dressing vac foam was compressed, negative pressure and fluid moving through the tubing (therapy was not started). Then, the machine was disconnected and after patient assessment, it was noted 300- 400 mls of bright red blood in the canister, the nurse did not have any record of this prior to this occurring in the measurement of the fluids. Dressing site was without pooling or leaking, but when the dressing was lifted by the care provider, there was an indurated erythemic painful area proximal to the open incision. It is unknown how treatment was finished and if there was a delay. Current health status of the patient is unknown. No further information is available.

Manufacturer narrative:
Additional information: g2 (complaint was initially received through medwatch form mw5119123).